Event description:
Customer reported the system was displaying a pre-charge error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reset the power cap breaker, replaced the batteries, and replaced the power cap module. System operates as intended.